Manufacturer narrative:
Unit alarmed unexpected restart after battery installation due to connector interface board leaking voltage. No external error alarms were noted. No cosmetic damage noted.(B)(4).

Event description:
The customer's mother reported via phone call that when she changed the battery the insulin pump had to rewind, prime, and reboot. In the alarm history two external error and two unexpected restart alarms were found. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.